Event description:
It was reported that the health care professional (hcp) called to set review of heart connect data. Technical services reviewed and the pacemaker, exhibited occasional atrial undersensing of p-waves. The device was re-programmed to unipolar and there was no sensing of p-waves however, there was a lot of noise. The hcp didn't want to adjust the sensitivity higher due to oversensing in unipolar. The device was programmed to vvir until they can further review. At this time, the pacemaker and this non-boston scientific ra load remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).